Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, increased threshold measurements on the competitor right ventricular (rv) lead were observed. Additionally, noise and oversensing were noted on the ventricular channel. There was no known asystole greater than two seconds. No further testing was performed and no changes were made to the system. No adverse patient effects were reported.